Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An email was received regarding a cadd cleo infusion set with item 21-7220-24 and lot number: 4461416. On(B)(6) 2026 it was reported that the cannula was slightly bent. The patient with diabetes called and reported experiencing issues again with her glucose levels. The patient stated that she had changed her infusion set because it was time for a scheduled change, and since completing the change, her glucose levels had been steadily increasing. The patient reported that at the time of the infusion set change, her glucose was 214 mg/dl and that she observed it continue to climb afterward. The patient stated that she was only able to place infusion sets in her abdomen, as this was the only area where she could pinch an inch of fat. She reported that despite the infusion set change, her glucose levels were not coming down. She performed a fingerstick, which showed a current reading of 258 mg/dl. The pwd stated that she was feeling slightly loopy and nauseous but confirmed that she did not require emergency services at that time. The pss advised that due to the elevated glucose levels, her symptoms, and the pump not recommending a bolus at that time, she could turn the loop off and administer a manual bolus if she felt it was necessary to bring her glucose down. The pss also advised her to perform another infusion set change and to attempt to find a location on her abdomen where she could pinch an inch of fat for better results. Additionally, the pss advised her to consult with her hcp to discuss possible recommendations. The patient stated that since starting the twiist, she had lost weight and had become very muscular. The pss advised that the infusion sets she had to change out would be replaced. The pwd stated that she planned to speak with her hcp the following day, as she would hate to discontinue use of the twiist. The event occurred while in use with a patient. The operator of the device was the lay user or patient. There was no patient injury.